Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: radiographer. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances (nc) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the involved angio-seal device failed to click together. Additional information was received on 28 sep 2023: outcome of the patient was fine. Manual compression was used to success. Additional information was received on 24 oct 2023: an angiogram procedure took place for the patient prior to use of angio-seal. A 5fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Minimal blood loss was less than 250 cc. The patient was in stable condition. No concomitant medical products used with the angio-seal. The user did not have difficulty in inserting the locator into the hub. The user did not succeed in mating the locator and hub i.e., did the user successfully insert and lock the locator in the hub. The locator did not separate after mating with the hub. The separation occurs when the device was in the patient.